Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation showed the device to be in vvi mode with dashes (---) for rate and other sensor parameters. A high current drain was also noted. An attempt to download the microprocessor was unsuccessful.